Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with corneal haze and photopsia in the left eye, at the 2 month postoperative visit. The topical steroid drops were prescribed. Add'l info was requested. Another report was filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).